Event description:
It was reported that during a ptca procedure, balloon removal difficulties were encountered. Upon removal after inflation, resistance was encountered. The catheter was removed without incident. No patient injuries or complications were reported.